Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient's cardiac resynchronization therapy defibrillator recorded respiratory rate trend (rrt) oversensing on the right atrial channel, resulting in inappropriate mode switch episodes. Technical services reviewed the case and recommended turning off the rrt feature. In addition, right ventricular low amplitude measurements were noticed on several occasions. This device remains in service and no adverse patient effects were reported.